Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing. Upon evaluation, u18, u79, u10 and u11 were damaged. The cause of the incoming pulse test failure is a misdirected pulse. The cause of the misdirected pulse could not be positively determined but it is likely that u18 failed. The root cause of the likely u18 failure cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last patient to use this monitor did not report any deficiencies.